Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The biopsied lesion was 2.4 cm in size and located in the right lower lobe. Per the physician, the patient had a small pneumothorax, which was identified on an x-ray performed one day after the procedure. The pneumothorax was treated with high flow oxygen, which the surgeon noted was standard for patients with a small pneumothorax. A chest tube was not needed. The patient was hospitalized for 2 days. The cause of the pneumothorax was the close proximity of the lesion to the pleura. The diagnosis obtained from pathology was adenocarcinoma (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .